Event description:
Went to ER for a bloody nose on (B)(6) 2026 at 8am. Doctor inserted a rhino rocket, knowing that my nose was too small and it would not stop the bleeding. Went back to ER via ambulance ride on (B)(6) 2026 at 6pm or so. The bleeding was causing pressure and not stopping. ER doctor said again my nose was too small for rhino rocket but best to leave it in and here is a prescription for antibiotics. Sat am, (B)(6) called the same ER told them about the bleeding, the nurse said to come in and they will put another rhino rocket on the other side. I said no and later that day went to another ER an hour away hoping they had another option. Again, the rhino rocket was the only option. She took out the one from friday and then tried to put another one in and it would not go. I went home with a non-rhino rocket packing in my nostril. Monday morning, (B)(6) 2026 I called the ent office to say that the tuesday appt would not be taking out the rhino rocket but a bleeding event. She made and appt for my that day, I was seen by the doctor at 2:45pm and in the ER at 4:30pm or so. He had to cauterize 2 places in my nose. The rhino rocket did not work for my size nose; it seems to be the preferred treatment at the ER's. I still have pain in my septum and down to the top of my teeth. From (B)(6) to (B)(6) my hemoglobin dropped from 13 to 8. Patient code: 1888. Device code: 1583. Reference report#: mw5186424.